Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unknown, with osteoarthritis (kellgren-lawrence grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct-1997 to jul-2010. The pt's medical history was not provided. On (B)(6) 2006, the pt initiated treatment with intra-articular injection of synvisc (hylan g-f 20) in left knee (first course; dosage regimen not provided). The lot number of synvisc was not provided. On (B)(6) 2006, the pt experienced synovitis of left knee. On an unspecified date in 2006, 12 cc of clear yellow joint fluid was aspirated from left knee. The pt received treatment with 1.5 cc betamethasone. On (B)(6) 2006 (48 hours later), the event of synovitis recovered. The outcome of left knee effusion was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis was moderate and of left knee effusion was mild. The reporting physician assessed the relationship of synvisc with synovitis as definitely related and did not provide a causal relationship with left knee effusion. Follow-up information was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.